Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 127 ohms. Due to the gradually rising shock impedance measurements, this lead was deactivated. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.